Event description:
This customer contacted philips with a question related to a 12 lead ECG interpretation for a pt with a permanent pacer. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer contacted philips with a question related to a 12 lead ECG interpretation for a pt with a permanent pacer. There was no impact to the involved pt. The ECG was reviewed and was confirmed to be the correct interpretation. The users had not selected the "paced" designation prior to acquisition of the 12 lead ECG. There was no malfunction of the device.